Manufacturer narrative:
One opened and used sensor was inspected and the sensor needle was found bent inside of the serter. It could not be confirmed if the customer received the sensor in said condition due to it being returned opened and used.

Event description:
The customer reported via phone call that he had a sensor glucose versus blood glucose differences on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer was offered to troubleshoot but declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.